Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient presented 8 months post-op with complaints of pain and instability. Axle circlip dissociation was identified as the cause of the problem. The patient was treated by change of axle, circlip and the bushings.